Manufacturer narrative:
(B)(4). D10: unknown tibial plate. G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure, the cr surface implant 10 mm could not be inserted despite multiple attempts while carefully considering the insertion direction. After repeated insertion attempts failed, the shape of the surface was inspected and noted to be deformed. The affected device was not implanted, and a new, unused 10 mm implant was opened and used to complete the procedure. There was a delay of approximately 10 minutes. There were no known consequences or impact to the patient. Attempts have been made and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d9; g3; h1; h2; h3; h6. Complaint can be confirmed through the returned product analysis. Visual examination of the returned product exhibits signs of use (dings and scratches on the anterior surface, dings in and around the extraction slot). The dovetail features have significant damage, dings and is both flared and compressed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as a failure to follow instructions. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.